Manufacturer narrative:
(B)(4), suspect medical device: reaction vessel lots 71077p100 and 71239p100, expiration dates: na. Concomitant medical products: architect i2000sr analyzer, list # 3m74-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
From time to time, the customer observed architect analyzer error code 1006 (unable to process test, background read failure) during the background measurement. The customer performed some troubleshooting procedures and was asked to monitor the occurrence. The customer also observed error code 1007 (unable to process test, activated read failure) for an (B)(6) patient sample when reaction vessel (rv) lot 70601p100 was in use. The customer stated the error was occurring with greater frequency when the customer began using rv lot 71239p100. The customer's analyzer logs were sent to abbott for evaluation and the field service specialist was dispatched to the customer facility. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #, other #: architect reaction vessel lot 71077p100, device MFR. Date: 11/11/2008, expiration date: na. Architect reaction vessel lot 71239p100, device MFR. Date: 11/21/2008, expiration date: na. Concomitant medical device: architect i2000sr analyzer, list #3m74-01, serial # (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.